Manufacturer narrative:
(B)(4). Date sent: 9/14/2023. D4: batch #309c23. Investigation summary: the product was returned to ethicon endo-surgery for evaluation. Visual inspection was conducted on the returned device. Visual analysis of the returned sample determined that one ech60l device was returned with the anvil bent upwards and without reload present. As additional testing, the device was tested for functionality in the straight position with a test reload and achieved its complete firing sequence without any difficulties. The staple line and cut line were complete and the staples meet the staple release criteria. No damage on the joint cover was noted. As part of our quality process, the manufacturing records of this batch number were reviewed, and the manufacturing standards were met prior to the release of this batch as part of ethicon endo surgery¿s quality process, all devices are manufactured, inspected, and released to approved specifications. No conclusion could be reached as to what may have caused the anvil to be damaged. A manufacturing record evaluation was performed for the finished device batch number 309c23, and no non-conformances were identified.

Manufacturer narrative:
(B)(4). Date sent: 8/11/2023; d4: batch # unk. An analysis of the product could not be performed since a physical sample was not received for evaluation. A manufacturing record evaluation was performed for the finished device ech60l lot number a9cd2v and no non-conformances were identified. Additional information was requested and the following was obtained: was the joint articulated while removing the reload from the device? Referring to the gap of the jaws? There was no gap after first firing. The gap was caused by the tech using back table to press against it to remove green reload without towel supporting. This caused the joint to move out of the straight position. When tech pressed home button to straighten jaws, after removing green reload you can see a bigger gap in between anvil and cartridge when a new gold reload was placed. Because of this surgeon was unable to place stapler through same 12mm trocar. We opened like device to complete procedure without any issues. We were able to recreate gap on back table by moving joint again. The towel was the solution because it creates a channel, preventing the joint from moving easy.

Event description:
It was reported that during an unk procedure, after a successful fire with a green reload and seamguard buttressing the tech removed the reload on the back table, causing the gap in the joint to permanently widen making rendering the device unable to fit back through the trocar. No patient consequences reported.